Event description:
The customer reported that the alarm will power on but when the magnet is taken off there is no alarm tone. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - alarm, failure to. Evaluation of the returned product shows that the alarm has no power and no alarm. The battery door is missing. (B) (4).